Manufacturer narrative:
It was reported that during the clinical procedure a negative pressure lower than the defined threshold was registered and as a consequence, the arterial pump stopped. The arterial pump was restarted and the pressure sensor was replaced after the procedure. The biomedical department within the customer¿s facility investigated the pressure sensor of the hl20 device and confirmed a broken pressure sensor membrane. After replacement of the pressure sensor the device worked according to the factory specification. The defective part was requested for further investigation at the manufacturers laboratory. The investigation was performed on 2021-09-29 in getinge life cycle engineering (lce). The investigation results were the following: a pressure transducer plate (part of the pressure sensor) was received for investigation. Upon visual inspection a diaphragm deformation and gel spillage were identified. The reported erroneously measured low pressure can be directly related to the diaphragm damage that caused an imbalance in the sensing elements readings. The most probable root cause of this defect is either material fatigue, material aging or a manufacturing defect. The review of the non-conformities during the period of 2008-07-01 to 2021-02-27 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Thus, the reported failure "incorrect pressure measurement" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Reference number: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The following was reported: "stopping the arterial pump during a cec (rvao + tricuspid annuloplasty). The origin is negative pressure on the arterial line above the limit of -100mmhg (-134mmhg) no explanation seems obvious other than a transducer dysfunction. The circulatory arrest lasted less than a minute, assistance via the crank approximately 2 minutes. The offending transducer was replaced at the end of the operation". Complaint #(B)(4).